Event description:
A customer reported she was receiving an error message and the meter was shutting off during the test. As a result of being unable to test due to her meter not working since she received it, she experienced lightheadedness, nausea and weakness in her legs. She also reported being seen by a doctor at a local hospital, diagnosed with hypoglycemia and treated with unknown intravenous solution. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Additionally, during troubleshooting with customer service, it was discovered that the customer did not calibrate her meter for glucose strips and the meter was designed to give e-7 message if not calibrated for glucose when using glucose test strips.